Event description:
It was reported that there was noise on the right ventricular (rv) lead. The noise seen in the non-sustained ventricular tachycardia (nsvt) episodes were marked as ventricular fibrillation (vf). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead impedance out of range alert. There were 15 non-sustained episodes less than 220 milliseconds (ms). V-v cycle are recorded between (B)(4) and (B)(4) 2013. 576 of 675 lifetime v-sic occur since (B)(4) 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(4) 2013.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The noise seen in the non-sustained ventricular tachycardia (nsvt) episodes were marked as ventricular fibrillation (vf). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.